Event description:
This report is filed because the first implanted clip detached from one mitral valve leaflet but remained attached to the other leaflet. The patient developed severe mitral regurgitation, shock and death. It was reported that on (B)(6) 2015, the patient, with functional mitral regurgitation, underwent a procedure with implantation of two mitraclips, reducing the mitral regurgitation (mr) from grade 4 to 3-2. During the procedure, there was difficulty visualizing the posterior arm and leaflet. Difficulty was noted during implantation of both mitraclips; however, both clips were able to be implanted and leaflet insertion was confirmed. The patient was discharged to home in stable condition on (B)(6) 2015. On (B)(6) 2015, the patient began to experience dyspnea and continued until the patient presented to the hospital on (B)(6) 2015 with cardiogenic shock. The patient was intubated and an intra-aortic balloon pump was placed. Inotropic medication was administered. After the patient was resuscitated, transesophageal echocardiogram was performed and noted that the first clip (50105u220) had detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet detachment). The clip was prolapsing back into the left atrium. The second clip remained attached to both leaflets. There was severe mitral regurgitation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Arrangements were made for emergency surgery; however, the patient expired on 05/27/2015, prior to being transferred to the operating room. Reportedly, the cause of death is related to decompensated cardiogenic shock secondary to severe mr and the single leaflet device attachment (slda) is a contributing factor in the patient death. No additional information was provided. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database identified no other incidents for the reported lot for the reported difficulty in grasping the leaflets and the single leaflet device attachment (slda). In this case, it is likely that due to the prolapse flail in the medial section of the anterior 3/posterior 3 (a3/p3) segment along with the visualization difficulties, leaflet grasping became difficult. Subsequently, once the leaflets were able to be grasped, it is likely that the prolapse/flail resulted in suboptimal grasping of the leaflets, resulting in the detachment of the clip from the anterior leaflet and the single leaflet device attachment (slda). Based on the information reviewed, the reported difficulty in grasping the leaflets and slda appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The patient effects of worsening mitral regurgitation (mr), dyspnea, cardiogenic shock, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reported, the worsening mr resulting in dyspnea, cardiogenic shock, and death was a result of procedural conditions associated with the slda of the clip from the a3/p3 segment. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the cardiogenic shock associated with the slda of the implanted clip necessitated intubation, intra-aortic balloon pump placement, and inotropic medication along with consideration for emergent surgery. The slda was not a result of a device issue as there was difficulty with visualization during clip implantation of the posterior leaflet. The device was contributory as the slda resulted in an increase in mr which clinically can progress to cardiogenic shock. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.